Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for left ventricular (lv) lead revision due to dislodgement and loss of capture. A surface ECG was performed on (B)(6) 2019 and revealed the loss of capture issue. A chest x-ray was also performed; however, the results were inconclusive. The lv lead was turned off and lead revision procedure was scheduled for (B)(6) 2019. A chest x-ray was performed prior to the procedure and revealed that the lv lead had dislodged into the coronary sinus (cs) region. The physician decided to explant the lead rather than re-positioning it. The physician did not state any complaints against the function of the lead. The lead was explanted and replaced successfully. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.